Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The returned pump passed all functional testing in the laboratory. No anomalies were identified. The catheter access port (cap) was aspirated and found to be patent. The pump tested within specification for dispense accuracy {300 ul/day}. The pump tested within specification for dispense accuracy {24,000 ul/day}. No significant anomalies were noted on microscopic inspection of the 8709 catheter. The catheter was patent and passed pressure leak testing. No significant anomalies were found on the 8596sc catheter. Analysis identified a tear in the inside sealing surface of the sutureless connector (sc), near the guide ring which did not affect the functionality of the catheter. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID 8709, lot# j0177967r, implanted: (B)(6) 2001, product type catheter product ID 8598a, serial# (B)(4), implanted: (B)(6) 2016, product type catheter .product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2016 product type catheter. (B)(4).

Event description:
Additional information was received from the manufacturer¿s representative on (B)(6) 2017. The pump was returned to the manufacturer for analysis. Additional information was received from the hcp on (B)(6) 2017. The hcp stated that after scanning through the entire system, the catheter appeared to be in place. It was noted that the hcp thought it was possible that there could have been a kink close to the anchor site since they could not see one anywhere else in the system and the anchor site was not within the visual field, but this was not confirmed. During the dye study, no injection was attempted as the hcp did not want to inject any medication into the patient. A rotor study was performed and a bolus was programmed, but no movement of the rotors was noted. The hcp had no further information to report regarding this event. No further complications were reported/anticipated.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8709, lot# j0177967r, implanted: (B)(6) 2001, product type: catheter. Product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. Product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter.

Event description:
Additional information received from the patient reported that when the pump was implanted they put the pump on the left side. The patient¿s other three pumps were on the right side. The pump had problems with flipping. The issue started right after implant and they noticed the issue at the patient¿s six week check up. The patient wore the binder all the time to prevent it from happening but when the patient took a shower they would take it off and when the patient bent over it would flip. The patient also reported that the pump and catheter were not functioning and the patient was scheduled to have the pump and catheter replaced (B)(6) 2017. The patient stated that they went to the healthcare provider 10 days ago for a refill and 36cc¿s of bupivacaine were in the pump. The patient went in last tuesday, 6 days ago and they discovered they couldn't draw anything back so they couldn't do the dye test. Per the patient, they checked the pump and it wasn't functioning at all. The patient also stated the refill prior to the last ((B)(6) 2017) they were supposed to only have 4cc¿s left and they had like 9cc¿s left. They had decided they were going to monitor as the patient had refills every 14 weeks. The patient was having a lot of problems with breakthrough pain without doing any extreme activity. The patient had broken their ankle in april was lying around the first 3-4 weeks and had god awful aching pain in their lower back. The patient also stated that they were allergic demerol, morphine and a bunch of other drugs so they have always been on bupivac aine for their pump. Per the patient they also turned the drug down. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving 29.7 mg/ml bupivacaine at a dose of 1.426 mg/day via an implantable pump for non-malignant pain. It was reported that the pump was not working. A rotor study was performed and it was determined that the motors were not moving. During the refill, the expected volume was 4 ml and the actual volume removed was 36 ml. There were no environmental, external, or patient factors that may have led or contributed to the issue. The diagnostics/troubleshooting performed were a rotor study was performed and it was determined that they were not moving. The interventions/actions that were taken to the resolve the issue were the patient was sent to a surgeon to have the device and catheter replaced. It was stated that surgical intervention did not occurred, but was planned and had not been scheduled. The issue was not resolved at the time of the report and the patient status was alive with no injury. The patient weight and medical history were asked, but unknown. The event date was stated as (B)(6) 2017. There were no further complications reported or anticipated.